Event description:
Customer requested assistance in log analysis as an overinfusion occurred and they believed that there was a programming issue, but needed assistance in understanding the log. Reported that the nurse said she hung a bag and programmed the pump for 5.18 ml/hr, but the infusion was found to be running at 518 ml/hr. Customer reviewed device log, which showed that a rate of 5118 was programmed, but the user never pressed "enter" following this. Log also confirmed that pump was actually running at 518.0 ml/hr. Reported from customer that medical intervention was required to treat hyperglycemia, and that patient was fine now. Log review was done by cardinal and confirmed the customer's observation. Because the log analysis was inconclusive as to the cause of the programming discrepancy, it was requested to have the device sent in for further investigation. Preliminary testing is inconclusive at this point as to the cause of the customer's experience. Investigation is on-going to determine root cause. A follow-up report will be submitted when the investigation is complete.